Event description:
It was reported that the patient was presented to the hospital with shortness of breath and loss of atrio-ventricular synchrony. The device reached recommended replace time. The device was reprogrammed. A few weeks later, the device was explanted and replace. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.